Event description:
A patient reported experiencing inaccurate low results with an ot basic enhanced meter. The patient's blood glucose results were 131mg/dl (meter), 187mg/dl (lab). Tests were done less than 10 minutes apart with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.